Manufacturer narrative:
The initial medwatch was submitted inadvertently. As the report was submitted via mfg report #3013756811-2023-12760.

Event description:
It was reported that the pump's alarm sound was not annunciating, the battery was depleting quickly, the insulin on board value was inaccurate, and that the pump was not delivering insulin to the customer. Customer's blood glucose level was 290 mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.